Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2017 with the following findings:during investigation, corrosion was found in the battery compartment. The pump was opened to find no further evidence of moisture. Unrelated to the original complaint, the battery compartment was cracked alongside the pump, and below the bumper pad. A leak was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that moisture was found in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.